Event description:
The patient's heart functions were deteriorating and he was referred to a specialist to determine if a heart transplant or an upgrade to a crt-d would be best. During the upgrade this lead was found to have a high shock impedance that the physician felt was inadequate. It was explanted and replaced. This lead was not returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.